Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose of 600mg/dl due to occlusion alarm and the blockage is at the site. The customer addressed high blood glucose by correction injection via multiple daily injection (mdi). The issue got resolved as the customer changed supplies as necessary and resumed insulin therapy. No further information available.